Event description:
A high reading issue was reported with the adc device. Customer obtained a sensor scan result of 'hi' (reading > 27.7 mmol/l) compared to a reading of 1.2 obtained on the built-in reader. Customer additionally reported receiving third-party treatment, however no further details were provided. There was no report of death or permanent injury associated with this event. Readings 1.22 mmol/l and 27.8 mmol/l were plotted on a parkes error grid and fell into the e zone, showing the difference in values to be clinically significant.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.